Event description:
Company representative reported via email that the customer experienced high blood glucose of 443 mg/dl. The customer stated that her blood glucose rises when she has cortisone in her shoulder. The customer mentioned having a bypass surgery on (B)(6) 2014. The customer stated she can probably wear the infusion set more than 3 days. The customer did not have redness or irritation at the site. The customer declined transfer for troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.